Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One unknown lz driver was not returned for investigation. However, one eztetic dental implant (ct3110) was returned. Therefore, visual inspection of the driver could not be performed. Visual inspection of the as returned implant identified that it was in good condition. Functional testing was performed using an applicable in-house driver. The devices were able to engage and disengage successfully. Additionally, measurements were taken using a caliper (ID: (B)(6); due date: sep 25, 2020). Through dimensional analysis and comparison to drawings (dwg no. (B)(4) rev. A), it was determined that the product met design specification. No pre-existing conditions were noted on the per. Doctor was attempting to place device on tooth # 5 when the incident occurred. X-ray or picture images were not provided. DHR and complaint history reviews could not be performed since the lot number associated to the unknown driver was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. December post market trending was reviewed and there were no actionable trends or corrective actions for the reported event or devices. Therefore, based on the available information and functional testing, implant malfunction did not occur but driver malfunction could not be verified. Furthermore, the reported event could not be verified since the associated driver was not returned. A definitive cause could not be identified.

Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that during implant placement the implant disengaged from an unknown lz driver and dropped on the floor. Procedure was completed using another implant. Tooth location 5.